Manufacturer narrative:
Unit received with broken belt clip rails. Unit received with missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing reservoir tube lip o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had grooves were the clip slides in are snapped. Customer's blood glucose value was over 3.7 mmol/l at the time of the incident. Customer will return device for analysis.